Manufacturer narrative:
The initial MDR 2432235-2017-00652 was filed on 18-dec-2017. The first supplemental MDR 2432235-2017-00652_s1 was filed on 06-feb-2018. Additional information (09-mar-2018): the customer stated that the patient was taking dasatinib at the time of the event which gave elevated estradiol results, greater than physician's expectations on the immulite 2000 instrument, while the results obtained on the alternate platform were in agreement with clinical expectation of the patient. A siemens headquarters support center (hsc) specialist reviewed the event data and the investigation results. The hsc specialist stated that the results generated upon in-house testing in siemens technical support laboratory confirmed findings of higher than expected estradiol levels on the immulite 2000 instrument. Dasatinib is a tyrosine kinase inhibitor antineoplastic agent. Dasatinib is not listed in the immulite 2000 estradiol instructions for use limitation section, testing has not been done and no claims exist. The patients dosing of dasatinib has remained constant but immulite estradiol results have dropped in recent draws. Data presented does not suggest that dasatinib is the cause of the elevated immulite estradiol results. Siemens is not aware of any similar incidents related to dasatinib and elevated estradiol results on the immulite. The hsc specialist concluded that the potential cause of the issue could be due to a non-specific interferent. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. The interferent may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. The discordant result is recognized as being inconsistent with the patient's clinical picture. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. If the estradiol results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based upon the information provided and reviewed during this investigation of an immulite 2000 estradiol, no product issue has been identified.

Manufacturer narrative:
The initial MDR 2432235-2017-00652 was filed on 18-dec-2017. Additional information (10-jan-2018): siemens received the sample for in-house testing. The sample received from the customer was run on immulite 2000, advia centaur xp and dimension vista instruments. Based on the data, technical support laboratory (tsl) does not confirm a potential siemens product non-conformance with immulite 2000 e2 kit lot d393. The difference seen between immulite results from the customer versus tsl could potentially be due to sample or interferent degradation. Advia centaur and dimension vista estradiol assays use monoclonal antibodies and immulite uses rabbit polyclonal, and therefore can show different cross reactivity. The assay is performing within manufacturing specifications. No further evaluation of device is required. Updated with the results obtained during in-house testing.

Manufacturer narrative:
The cause of the discordant, falsely elevated estradiol result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated estradiol result was obtained on one patient sample on an immulite 2000 instrument, while using kit lot 393. The result obtained on the immulite 2000 instrument was reported to the physician(s), who questioned it. The sample was tested on an alternate platform, resulting lower. The corrected result from the alternate platform was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated estradiol result.